Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that light cover glass was cracked; light cover glass adhesive and optical cover glass adhesive were worn out; distal end adhesive, insertion tube bending section cover was lifted; insertion tube had mechanical damage; up/down angle play and left/right angle play were evident; electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a loose wheel. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystallized contamination believed to be simethicone type product was evident in the air and water channel. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.